Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If a device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps displayed system error 322. Any patient involvement, injury or medical intervention is unknown.